Event description:
It was reported to philips that the device displayed a disconnected defibrillator on the screen while doing test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Fa lab analysis update: the dfm100 assy therapy (sn (B)(6)) was returned to philips for additional analysis. Remote service was provided, during which the failure description was confirmed. The local bench repair technician evaluated the device, reproduced the reported issue, and noted a burned inductive component on the therapy board. The therapy board was replaced, and the device passed all performance assurance tests and was returned to the customer. The complaint was escalated for technical complaint investigation and the results indicate that the therapy pca had a damaged component, l7. Based on the information available and the testing conducted, the cause of the reported problem was a damaged component, l7, on the therapy pca. The reported problem was confirmed.